Manufacturer narrative:
(B)(4). The end stage renal disease death notification (form 2746) lists cause of death as cardiac arrest, cause unknown. The manufacturing investigation is in process. A supplemental medwatch will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the facility on august 5, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Based on the provided medical records, along with the event details as reported, a (B)(6) patient with end stage renal disease (esrd) received intermittent in-center hemodialysis (hd) treatments. On (B)(6) 2016, the patient presented to the facility for a routinely scheduled hd therapy without complaint. Approximately two minutes after the treatment was initiated, the patient experienced breathing difficulties and cardiac arrest resulting in their hospitalization. The patient subsequently expired while hospitalized. The patient has significant medical history and comorbidities which include hypertension, hyperlipidemia, diabetes mellitus type 2, chronic pulmonary embolism (pe), cerebrovascular accident (cva), left ventricular hypertrophy, pulmonary hypertension, chronic kidney disease (ckd) - renal dialysis and a central venous catheter (porta catheter left chest) for dialysis. Many of these comorbidities are known to be strong predictors of sudden cardiac arrest in the hemodialysis patient population. There is no documentation in the medical record that shows a causal relationship between the optiflux 180nre dialyzer assembly, the custom combiset, and the patient¿s cardiac arrest, and subsequent expiration on (B)(6) 2016. Although foam, which may be indicative of air in the lines, was observed in the dialyzer, the machine generated an air detect alarm, stopped the pump, and clamped the lines. Based on the information provided, the hd machine alarmed appropriately, performed as expected, and functioned as designed; blood pump stopped, and clamp below venous chamber engaged. No machine malfunction was alleged, observed, or identified, prior to, during, of following the patient¿s hd treatment. Cultures were noted as being normal.

Event description:
A medwatch report was received from a user facility which reported an adverse event that occurred approximately two (2) minutes after initiation of the patient's hemodialysis (hd) treatment. The patient experienced breathing difficulties and cardiac arrest, which resulted in hospitalization. The patient subsequently expired while hospitalized. This case pertains to a (B)(6) patient with end stage renal disease (esrd) who re-started intermittent in-center hd treatments in (B)(6) 2010 after a failed kidney transplant in 2009. On (B)(6) 2016, the patient presented to the facility for a routinely scheduled hd therapy without complaint. The patient¿s central venous catheter dressing was changed, and then the catheter was aspirated and flushed without issue. The catheter was connected to the blood lines, and then the hd treatment was initiated. Two minutes after the hd treatment was initiated, the 2008t hd machine generated an audible and visual ¿air detect¿ alarm. The blood pump stopped, and the venous clamp engaged. Foam, which is indicative of air, was observed in the dialyzer; however, the machine alarmed as designed and the venous clamp, located below the air bubble detector, engaged as designed. At this time, the nurse noted that the patient was in distress with breathing difficulties. The patient was placed on their left side in trendelenburg (feet higher than head) position. The staff then attempted to aspirate air from the venous chamber of the blood lines. Oxygen was administered to the patient, and a sternal rub was performed, but the patient went into cardiac arrest. Emergency medical services (ems) was on the scene, and therefore, assumed patient care. Cardiopulmonary resuscitation (CPR) was performed and epinephrine was administered. Although the patient¿s pulse returned, she remained unconsciousness. The patient was transported to the hospital by ems, and then admitted to the intensive care unit (ICU). The patient subsequently expired on (B)(6) 2016. The cause of death as indicated on the esrd death notification (form 2746) was ¿cardiac arrest, cause unknown.¿ the esrd death notification lists the date of the patient¿s last hd treatment as (B)(6) 2016. There is no indication the patient was placed on hospice care. Follow-up information, provided by the facility clinic manager, revealed that there was no indication of any defects or damage to the fresenius dialyzer or bloodline product. All line connections were noted as being secure. However, it is not known if the patient¿s central venous catheter was evaluated for small tears and/or holes as requested by the treating nephrologist. The machine passed all pre-treatment testing and was negative for bleach. Following this event, the 2008t hd machine was removed from service and evaluated by the facility biomedical technician (bmt). No machine malfunctions were alleged, observed, or identified and the unit was returned to service at the user facility without issue. The dialyzer and bloodline were made available to the manufacturer for evaluation. The hd treatment orders for (B)(6) 2016 indicated the following: dialyzer ¿ optiflux 180nre; dialysate composition - potassium 2, calcium 2.5, magnesium 1, dextrose 100, sodium 140 meq/l, bicarbonate 33 meq/l; blood flow rate (bfr) 400; scheduled: 4 hours. The machine setup from (B)(6) 2016 indicated the following: fresenius 2008t hemodialysis (hd) machine; machine conductivity 13.8; meter conductivity 13.8; ph 7.2; machine temperature 36.6 degrees celsius; narrow venous limits (nvl) enabled; pressure hold test (pht) ¿ passed; high flux verified; air detector armed; alarms verified; bleach ¿ no.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood exposure. Coagulated blood was noted in the space between the screw flange and the polyurethane (pu) potting cut surface on both ends of the dialyzer. A visual examination of the complaint device did not identify any kinked, broken, looped, or damaged fibers on the fiber bundle. The polyurethane material was distributed evenly and was noted to be intact, without any visually identifiable inconsistencies. Additionally, no cracks, damage, or irregularities were noted to the complaint device. The dialyzer was subjected to a laboratory leak test and a bubble point test; no leaks or anomalies were noted during this testing. The presence of coagulated blood within the headers and lumen of individual fibers may have occluded flow during testing. Further examination of the fiber bundle did not reveal any damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, and/or kinked, looped, or short fibers. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was not able to confirm the failure mode. Analysis of the complaint device did not identify any damage, irregularities, or defects that would affect the integrity or performance of the dialyzer unit. However, once a dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. Therefore, the complaint could not be verified or confirmed.